Manufacturer narrative:
Additional information noted that this device was explanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that during the implant procedure, noise was observed on the ventricular channel of this cardiac resynchronization therapy defibrillator (crt-d) following defibrillation testing. Due to this non-physiological event, the device started to charge again but the shock was diverted due to the failure to reconfirm. One minute following that event, oversensing of noise on the ventricular intracardiac electrogram declared a new event. The shock needed to be diverted during the charging of the device. The crt-d was programmed in monitor only mode until the end of the implant procedure. Two additional non-physiological events were observed. Following these events, the crt-d was programmed in monitor + therapy mode before the patient returned to his hospital room. There were no adverse patient effects observed.